Event description:
It was reported that the patient was not getting an adequate pain relief despite reprogramming done. It was also noted that the ipg was difficult to charge and needed to be charged more frequently. The ipg also had a communication error with the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.